Event description:
It was reported that during a swedish adjustable gastric band procedure, while pulling the band through the peritoneal cavity, the extender tore on one side. When inside, the body when trying to manipulate the band, everything is torn. The procedure was prolonged 150 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by contact.information anticipated, but unavailable at this time.